Manufacturer narrative:
S8-3t image quality degradation during clinical use was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. An emdr report will be submitted for this image quality issue. Philips could not confirm the image quality issue; the transducer has not yet been returned for evaluation.

Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.

Manufacturer narrative:
Confirmed the customer reported issue no image on this transducer. The image failure is caused by the oil separation under the window. This oil separation is similar to what we have seen in probes of this old design. The tip scratches also indicate evidence of customer mishandling.

Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.

Manufacturer narrative:
.